Event description:
This report is based on information provided by philips remote service engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that during the medical intervention of a patient, the tempus pro paired briefly to the tempus ls defibrillator but did not stay paired. No error messages appeared. The device was in use on a patient at the time of the event, however no health consequences or impact occurred. User confirmed both the tempus pro and the tempus ls defibrillator were able to perform all necessary functions while they were not paired.

Manufacturer narrative:
Event description and evaluation coding updated.

Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device paired briefly to the tempus ls but did not stay paired. There was patient involvement, however no health consequences or impact.